Event description:
It was reported that beeping tones were noted from the patient's implantable cardioverter defibrillator (ICD). Upon a remote data review, boston scientific technical services (ts) determined that the tones were the result of high, out-of-range shock impedance measurements (>125 ohms) from this right ventricular (rv) lead. As no other abnormalities were observed, ts recommended increasing the shock impedance alert limit and continue with normal monitoring. Recently, the patient was seen in-clinic, where the programmed shock alert limit was increased to 150 ohms. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.